Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the device is not returning. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A similar incident query in the complaint handling database for this lot was not performed as the lot history record revealed no non-conformances that would have contributed to the reported event. Aneurysm, fever, infection, and myocardial infarction are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The 2.5x08mm xience xpedition device is being filed under a separate medwatch MFR number.

Event description:
It was reported that on (B)(6) 2014, the patient presented to the hospital with an acute myocardial infarction (ami). The 2.5x08mm xience xpedition and 2.5x23mm xience xpedition stent implants were successfully deployed to treat a lesion in the proximal left anterior descending (lad) artery. Intravascular ultrasound (ivus) confirmed full apposition of the stent implants. There were no device issues or procedure issues noted and the procedure was completed successfully. The patient was discharged with regular dual antiplatelet therapy (dapt) medication. On (B)(6) 2014, the patient presented to the hospital with a fever and subsequently experienced an st segment elevation myocardial infarction (stemi). Angiogram revealed an aneurysm in the lad stented area. The aneurysm was leaking pus into the pericardium. A biopsy of the aneurysm revealed salmonella. Reportedly, the patient has a history of colitis and sepsis, which were being treated with medication (remicade and prednisone). Coronary artery bypass grafting (CABG) was performed the same day and the patient was discharged on (B)(6) 2014. There was no additional information provided.